Manufacturer narrative:
A third party service agent evaluated the device and verified the reported issue. The cause was determined to be due to the print button on the small keypad assembly. The small keypad assembly was replaced and after other unrelated repairs were performed, the device passed functional and performance testing and was returned to the customer. Further root cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that their device small and large keypad buttons were working intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device small and large keypad buttons were working intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.